Event description:
It was reported that the customer experienced a low blood glucose (bg) level; value was not provided. Suspected causes of the low bg were due to the customer's personal profile requiring adjustments and due to the customer setting the alerts volume too low. The customer's sister provided assistance by administering glucagon via a manual injection and the customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.